Event description:
This report is to advise of a punctured sheath and dilator that was noted during analysis.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of insertion difficulty and the perforation remains unknown.